Event description:
Pituitary tumor cushings disease; overtime I developed a tumor which caused cushings disease, prior to implant never was sick a day. Years of testing to determine diagnosis by (B)(6). FDA safety report ID # (B)(4).